Event description:
It was reported that the customer was hospitalized for high blood glucose. No blood glucose reading was reported. Troubleshooting was performed. It was stated that the customer drank alcohol the night prior to the hospitalization and did not notice that the insulin pump ran out of insulin. Reviewed the alarm history and found that the device alarmed. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.